Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date the same month as receipt of this report afer ten days ago&#56096;the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment. It was reported that during treatment, the patient was performing hemodialysis therapy. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.